Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusion!" Alarms and zero events of "upstream occlusion!" However the log cannot be used to distinguish true and false alarms. Testing of the device found it to be within specification and the customer reported issue could not be reproduced. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unspecified occlusion error during testing at the biomed service department. There was no patient involvement. No additional information is available.